Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they were out in the rain however don't think the insulin pump got wet. Customer's blood glucose readings at the time of the call were 178 mg/dl and have given themselves a manual injection. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and cracked battery tube threads. The insulin pump had no moisture damage on the electronics, motor, vibrator motor, or battery tube assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.